Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unresponsive, had no power. A field service engineer (fse) identified that the outlet had power, confirmed by plugging in a phone charger. A multimeter was used to measure ac voltage, and the outlet was reading close to 120 volts. The drawers on the main unit, auxiliary tower, and smart remote manager were isolated, but still no power was observed. The fse went to the chicago depot to pick up a replacement power supply p/n (B)(4). The old power supply p/n (B)(4) was replaced with the new one. After replacement, the medstation and windows booted successfully, and the medapp launched without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had power failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had power failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.